Event description:
Impactor broke during case, causing a 20-minute surgical delay.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Through previous investigations and product trending it is determined that the failure is related to design. Design improvements have been established to make this handle and instrument more robust. Further corrective action is not indicated. Monitor improvements through trend analysis.